Event description:
I had right inguinal hernia repair surgery using bard perfix plug and patch mesh for right inguinal hernia in (B)(6) 2012. Approx 6 months after repair developed pain which included burning, stabbing, shooting pain. In (B)(6) 2014 underwent a second surgery to explore the reason for pain and to replace the mesh device. Was told by surgeon that the device had dislodged and migrated to base of scrotum. Approx 6 months after surgery using the bard perfix plug and patch mesh system again in the repair I developed pain which included burning, stabbing, shooting pain, throbbing deep ache and testicular pain as well. On (B)(6) 2015 had surgery reexploration surgery again to remove the bard perfix plug and patch system and removal of nerves that were damaged due to the migration of the mesh device for the second time.